Manufacturer narrative:
The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a procedure the surgeon was tapping on the back of the handle and the thoracic probe bent. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Device lot number and manufacture date are provided.